Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was not performed because the unit continuously reboots the receiver case was opened for internal inspection and passed. The complaint was confirmed because there were indications that the receiver was "initializing the screen without manual restart" on the issue date. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.